Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the the ipg was repostitioned. The patient was doing well after the procedure.